Event description:
It was reported that during the initial implant procedure, insulation damage was visually observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of an anomaly at the shock coil was confirmed. As received, a complete lead was returned in one piece. Visual examination found foreign material stuck beneath the proximal end of the right ventricular shock coil. Material analysis found that the material was polytetrafluoroethylene (ptfe) and there is no indication that the foreign material was production/manufacturing related. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.